Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer unlocked the tower and removed the latch column. Latch harnesses were disconnected from the controller boards, and all connectors on the latches were detached. Connections were tightened and all mini switch terminals were cleaned. The harnesses were then reconnected to the latches and controller boards, and the latch column was reinserted. Upon testing, door one continued to fail. The fse changed the latch and retested, but the issue persisted. After replacing the latch harness, the door functioned correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door was failed. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.